Event description:
It was reported the customer was having troubles with their infusion sites. The customer stated that the plastic part that goes inside their body would be consistently bent, causing their blood glucose to be high. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.